Event description:
On october 12, 2012 stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported that the bed had a frayed power cord. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).